Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged shortly after open heart surgery. The ra lead was capped and replaced. It was also reported that the patient's right ventricular (rv) lead had high pacing thresholds and was reconfigured at the time of the patient's generator change. The rv lead remains in use. No patient complications have been reported as a result of this event.